Manufacturer narrative:
The investigation found the stent returned fully deployed. The stent was loaded onto the returned pusher with the returned introducer and fully opened upon deployment from an in-house microcatheter during functional testing. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. Batch statement: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Review of the device¿s risk documentation: a review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed.

Event description:
See h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that due to the tortuosity and stenosis of the patient's blood vessel, the stent failed to fully open despite repeated attempts. When the stent was withdrawn, a thrombus was found inside it. The procedure was thus terminated. All devices were withdrawn, no embolization was performed, and further management was planned for a later stage. It was reported that postoperative angiography showed good vascular imaging, smooth blood flow, and no hemorrhage was found in the head on the re-examination computed tomography.